Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited crosstalk. Technical services reviewed and found the right atrial signal was oversensed on the left ventricular channel. Reprogramming was completed and resolved the issue. This crt-d remains in service. No adverse patient effects were reported.